Event description:
It was reported that a patient underwent a laparoscopic uterine leiomyomectomy on (B)(6) 2013. During the procedure, the blade stopped soon after use. The blade advanced from the sheath but did not rotate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.